Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. A CT scan was performed, and a small perforation was visible. This rv lead was explanted due to perforation and successfully replaced. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was successful. Cuts were noted on the suture sleeve, but were assessed to be likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. A CT scan was performed, and a small perforation was visible. This rv lead was explanted due to perforation and successfully replaced. This rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes (h5) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was successful. Cuts were noted on the suture sleeve, but were assessed to be likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. A CT scan was performed, and a small perforation was visible. This rv lead was explanted due to perforation and successfully replaced. This rv lead has been returned for analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was successful. Cuts were noted on the suture sleeve, but were assessed to be likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.